Event description:
It was reported by service report that the jack was drifting and the fowler would not raise. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; gas spring tip.